Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a rapid decline in blood glucose from about 100 mg/dl to 79 mg/dl with downward trend arrows after earlier correction dosing by the ilet for prior hyperglycemia, and the device did not deliver additional insulin for approximately 40 minutes prior to the low; the user treated with oral glucose (gummies) and planned to announce and eat a meal once glucose recovered. Symptoms included hypoglycemia with a recorded low of 69 mg/dl without reported loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrate, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and education with data sync and user guidance. Investigation of this case revealed that the cause of the hypoglycemia was not determined. It was concluded that the event was a hypoglycemic episode with unclear cause and that user education on hypoglycemia treatment and meal announcement was provided.